Manufacturer narrative:
The device was not returned for evaluation. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. There were no anomalies identified during the internal review of the DHR of the system console.

Event description:
A patient developed right-side chest pain after a superdimension enb procedure. The pain worsened with inspiration, cough and scant hemoptysis. The next day the patient returned to the hospital and an x-ray showed a small right apical pneumothorax. No further details are known.

Manufacturer narrative:
New information.

Manufacturer narrative:
Biopsy forceps were not returned for evaluation. Lot number is unknown, therefore an evaluation of incoming inspection records could not be performed.